Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. The monitor sd card holder exhibited evidence of tampering. As such, the exact rhythm at the time of the event cannot be confirmed. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Battery charger/modem sn (B)(4) was returned to zoll for investigation. The reported problem (won't charge batteries) was confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. There is no indication that the damaged charger caused or contributed to the treatment event.

Event description:
A us distributor contacted zoll to report that a patient was treated while at home. The patient was conscious during the event. The patient reportedly was having an anxiety attack and decided to let the lifevest treat him. The patient's ECG rhythm at the time of the treatment is unknown. Ems transported the patient to the hospital for further evaluation. After the patient arrived at the hospital, it was reported that the patient's battery charger was not properly charging the patient's battery packs.